Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this complaint. The physician deploying the manta did not have in-service training on manta prior to this procedure. The manta instructions for use provides the following precaution: the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. Step 5 of the instructions for use states: lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant (figure 16), maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Patient's bmi was unavailable; however, the reporter stated the patient did not look obese, but rather he was a big man. The patient's artery size was reported as 10.6 mm in diameter with minor calcification. Deployment depth for the manta vascular closure device (manta) was measured at 4.5 cm + 1.0 cm. The patient received a 34 mm pro+ heart valve delivered via an 18f sheath system. The length of the tavr procedure was extended because the surgeon had to retrieve the valve and adjust before the final valve deployment. A balloon was used for post dilatation. It was reported that the patient's blood pressure "ran high the entire case." Blood pressure readings during the procedure were 187/80 and 189/86. Medical was administered to the patient do decrease the blood pressure prior to vascular closure and the patient's blood pressure came down to 152/76 prior to manta deployment. The manta representative present during the case stated the surgeon did hold his right hand hard pulling up and did not push the lock advancement tube down as quickly as it should have been to offer the counter resistance needed. The manta was deployed for femoral access closure at 5.5 cm depth. The collagen and the lock did deploy when the blue advancement tube was pushed down. After deployment, pulsatile bleeding continued. An angiogram taken post-manta deployment showed the toggle was deployed in the artery and then pulled out of the artery. The operator attempted to achieve hemostasis by ballooning the closure site with a 10x 4 balloon for five minutes without success. The site was ballooned again for an additional ten minutes without successful hemostasis. A covered stent was placed at the closure site and provided hemostasis. After placement of the covered stent, all arteries were reported to "look great." The patient's condition was reported as "fine."

Manufacturer narrative:
From the complaint report, the surgeon was noted as having no previous training with the manta device. The suspected root cause of the tract deployment is from excessive force pulled on the manta device and the use of 2 operators deploying the device which creates an "unbalanced tamp." When one operator is pulling tension and the other is advancing the lock advancement tube, the tension cannot be properly determined which can cause the anchor to pull out of the artery. When the surgeon pulled excessive tension and did not advance the lock advancement tube for counter resistance, it is likely the vessel was damaged due to the excessive force being applied to the vessel, which could also allow for the device to pull through the vessel. Following deployment, pulsatile bleeding was present and a post-angiogram showed the toggle pulled out of the artery. Ballooning was unsuccessful, followed by successful placement of a covered stent. The risk of failing to achieve hemostasis and access complications leading to surgical intervention is written in the IFU. Additionally, the IFU precautions "the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device." Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record (DHR) was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.